Event description:
It was reported that the external pulse generator (epg) was pacing faster than the set rate. It was pacing at 120 bpm but the set rate was 80 bpm. The epg was later returned to the manufacturer for servicing. Since this event was found during routine device checks at the hospital, there was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, however, some damage and cracks were noticed on the case. The interconnect flex and main printed circuit board (pcb) were replaced as a preventive measure. (B)(4).